Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-04898. It was reported that after a significant fall, both of the patients leads had migrated. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the leads were explanted and replaced. Therapy was restored post-op.